Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A physician reported that a knife blade position was noted to be made in the opposite direction prior to surgery. There was no impact to any patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received further clarified that there were two occurrences of the knife blade having been made in the wrong direction with each blade coming from a different product box.

Manufacturer narrative:
No sample has been returned for evaluation for the report of the blade position was made in the wrong direction therefore, the condition of the product could not be verified. Photos to the parent complaint were reviewed by the investigation site. In both photos, only the blade and very top of the handle are visible thus, the printing on the handle is not visible. The bevel of the blade does appear to be orientated incorrectly. Knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. The root cause for the incorrect bevel orientation is that the blade was placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the blade was then angled, this caused the bevel to be in the wrong location. This defect was not detected by the operators during the bending process. The inspection procedures have been reviewed and defects, such as incorrect bevel orientation, are to be removed from the lot and scrapped. Investigation photos of the returned samples have been be reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's CAPA/review training form. An investigation has been completed and actions are presently being implemented to reduce the frequency of cutting instrument assemblies with incorrect bevel orientation. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).